Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Swelling/fluid retention/fluid was aspirated [joint effusion]. Pain (joint) [arthralgia]. Joint swelling [joint swelling]. Case description: a spontaneous report was received on (B)(6) 2011 from an hcp regarding a (B)(6) female pt with a history of gonarthrosis of the knee, initials (B)(6), who experienced joint swelling (due to fluid retention), joint pain and joint effusion after starting synvisc. The pt has received suvenyl in the past in both her knees without any problems. The pt received three injections of synvisc into an unk knee on (B)(6) 2010 respectively. On (B)(6) 2010, the pt developed pain (knee) because of fluid retention. On (B)(6) 2010, swelling developed due to fluid retention. On (B)(6) 2010 and (B)(6) 2011, fluid was aspirated from the pt's knee joint and betamethasone sodium phosphate 2ml and lidocaine 5cc were administered. On (B)(6) 2011, the pt's joint (knee) was aspirated for the third time and was washed with saline. By (B)(6) 2011, the pt's pain (knee) resolved. On (B)(6) 2011, the swelling resolved. The reporting physician did not provide the severity of the events and stated that the relationship of the events to synvisc was unk. The hcp considered the swelling to be induced by arthritis. He stated that it was not inflammation by infection. At the time of this report, the pt had recovered from all the events. MFR's comment: the benefit-risk relationship of the product is not affected by the report.